Manufacturer narrative:
The events of capsular contracture and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, burning sensation, capsular contracture; fluid around implant.

Event description:
Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but no limited to the following: removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish and fear of alcl, evaluation for alcl, increased risk of alcl, implant removal, capsulectomy, reconstruction, tissue damage, inflammation, pain, burning sensation, capsular contracture, fluid around implant, rashes, itching, seroma, anxiety; post-explant complications including nausea, fat necrosis, scar tissue; and other physical and emotional manifestations that are severe and ongoing. At this time it is unclear if plaintiff was enrolled in any of defendant¿s clinical trials or studies. Plaintiff has not been diagnosed with bia-alcl." The reported events of fever, chronic headache, significant scarring, disfigurement, chronic insomnia, significant weight gain, stomach upset and aggravation of underlying conditions have been deemed not related to the device. This record is for the left side. The device has been explanted.